Manufacturer narrative:
Philips service reseated the cable, and the device was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that motorized movement was not working due to can communication failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.